Event description:
Hosp data management connectivity software for diagnostic devices - if "auto-save" function is turned off, use of pt auto look up feature within sample queue could result in pt ID mismatch.